Manufacturer narrative:
The initial report in 2015 was reported via asr reporting. Biotronik no longer participates in asr reporting.

Event description:
The patients ICD eroded through the skin which caused an infection. The ICD was removed after attempts to reposition it. The patient was referred to an ep to have the leads removed at a later date. The leads were removed on (B)(6) 2015.